Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/02/2014 with the following findings: a review of the pump¿s black box data revealed no evidence of an intermittent power issue. The battery compartment was observed to be cracked with evidence of moisture inside. The battery cap was not returned with the pump, and a test cap was used to complete the investigation. The test cap was able to fully secure onto the pump. During testing, a motor rewind timeout error (eaw 076) was observed on each ¿rewind¿ attempt. A 24 hour duration could not be completed due to the reoccurring motor rewind timeout error; and therefore, the intermittent power complaint could not be adequately investigated. The leak test failed due to a battery compartment crack. The pump was opened and moisture was observed on internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.